Manufacturer narrative:
The affected device is not expected to return for evaluation. The evaluation is in process and a follow up report will be submitted once the evaluation has been completed.

Event description:
During a lung biopsy the patient developed a pneumothorax. The physician had to traverse a fissure. The pneumothorax was found during a CT scan of the patient. The physician removed as much air a possible with a syringe then implanted a chest tube. The patient was admitted to the hospital overnight. No further injury to the patient was reported.

Manufacturer narrative:
The suspect device did not return for evaluation. The complaint is unconfirmed. The root cause could not be determined. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and no similar complaints for this lot number were found.